Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. Patient described the area as raw bruise. There was no alleged device malfunction contributing to the irritation. The patient¿s physician told her to take some gauze and place it over irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.